Event description:
Balloon ruptured during ptca procedure. Portion of balloon remained in coronary stent. Attempts at redilating stent unsuccessful with resultant acute thrombosis. Iabp inserted & pt transferred to ICU. Pt expired on 9/22/95.